Event description:
The manufacturer received information that a trilogy 202 required maintenance while in patient use. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy 202 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint of "ventilator service required" alarm sounded was confirmed. During the evaluation it was noted that an error indicating low flow was observed in the devices event log. In conclusion, the device's oxygen blender module system board, oxygen blender module gasket kit, sensor board, lcd kit, lcd backlight cables were found to be defective and were replaced to address the issue. Additionally, during the service of the device, the rubber feet were defective and replaced unrelated to the reportable malfunction/issue. The device error log is not currently available to identify the exact failure of the oxygen blending module. Attempts are being made to gather that information. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.